Manufacturer narrative:
(B)(4). Additional narrative: per the customer, this device is not available for evaluation. Therefore, the results of evaluation could not be completed and the reported condition could not be confirmed. Should the device and/or any additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress. A batch review was conducted which found no nonconformances.

Event description:
Baxter (B)(4) received a report that one (1) intermate sv200 device reportedly separated at the level of the distal luer lock during infusion. There was no report of medical intervention. No additional information is available.